Event description:
Customer reported blood glucose results of 49 mg/dl with a professional system and 107 mg/dl, within 10 minutes on the aviva system. Customer reported self-treating symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.